Manufacturer narrative:
Product event summary:analysis confirmed the reported event; upper case and one control knob are broken. Analysis also found the lcd (liquid crystal display) lens is cracked, battery release is contaminated, the ring is bent, keyboard is scratched, and serial number label is damaged.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) needed to be returned to repair the plastic cover as it was cracked, and one of the control knobs that was broken. It was also reported the top/front case is broken. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).